Event description:
Procedure was cystoscopy with laser lithotripsy. Boston scientific flexiva pulse ID 365 laser fiber was inserted through the dornier flexible ureteroscope into left kidney. As soon as the laser fiber was visible on the screen, surgeon and staff saw the tip was bent. At that point surgeon asked loud if we all see the tip was bent. Staff confirmed it was bent and instantaneously without any further action the laser tip broke off. Laser was never engaged. Surgeon attempted to retrieve the tip, which was very difficult to see, under continuous saline inflow. Tip dislodged in the patient's left kidney as of now. Laser officer is involved.